Event description:
According to the reporter, during a laparoscopic anastomosis procedure, while stapling the anastomosis of the stomach, the jaws of the device was lock on tissue. The stapler was unlocked to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.